Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04463. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy, vaginal vault suspension, cystocele repair, rectocele repair, perianal reconstruction, anterior repair. The patient experienced pain, bleeding, vaginal scarring and urinary and bowel problems.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a vaginal mesh revision and cystoscopy on (B)(6) 2014, due to vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat genuine stress urinary incontinence and vaginal prolapse. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, bleeding and vaginal scarring. No additional information was provided.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.this is one of two medwatches being submitted. See also medwatch 2210968-2013-04463. The same patient is represented in each medwatch.